Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient had a right hip prosthesis implanted in another hospital in 2003. In the course of the last years, bilateral hip pain had developed. The pain could be attributed to coxarthrosis on the left side and periprosthetic osteolysis on the right side due to wear of the polyethylene insert. Review of received data - x-rays: pelvis overview, second view of the right hip, on (B)(6) 2019: there is a hip prosthesis implanted in the right hip. The inclination angle of the cup was measured to be approximately 37°. The head is not centered in the cup. The cup is protruding from the upper edge of the acetabulum. Osteolytic bone changes can be recognized in the femur in gruen zones 1, 2, 6, 7, 8, 13 and 14. Pelvis overview, (B)(6) 2019: compared to the previous x-ray, there is a hip prosthesis implanted also in the left hip. The osteolytic bone changes are almost unchanged. The cup position on the right side is unchanged. Pelvis overview, ((B)(6) 2019: no changes when compared to the previous study date. Pelvis overview, second view of the right hip, (B)(6) 2020: situation after revision surgery on the right side. - letter from the surgeon dated 24 apr 2020: the patient had a right hip prosthesis implanted in another hospital in 2003. In the course of the last years, bilateral hip pain had developed. The pain could be attributed to coxarthrosis on the left side and periprosthetic osteolysis on the right side due to wear of the polyethylene insert. - histology report, input (B)(6) 2020, output (B)(6) 2020: questions from the clinic: stem loosening with osteolysis in the proximal femur due to wear of the insert after implantation in 2003. Reaction due to polyethylene wear? Number of polymorphonuclear neutrophil infiltrates (pmn) per 10 high-power fields (hpf)? Examined material: 1. Osteolysis femur . 2. Joint capsule of the right hip . Diagnosis: 1. Membranous connective tissue with focal necrosis, massive macrophage proliferation with phagocytosis of sparse wear microparticles (matching polyethylene wear), focal siderosis, discrete dystrophic calcification, and organized hematoma components; 0 pmn / 10 hpf (osteolysis contents femur right). 2. Joint capsule with marked hyperplastic and partially necrotic synovitis, wall fibrosis, marked macrophage proliferation without relevant evidence of wear and focal siderosis by using birefringent polarized light; 0 pmn / 10 hpf (hip right). - surgical report of revision performed by dr (B)(6) at (B)(6) on (B)(6) 2020: diagnosis: probable aseptic loosening of the stem with osteolysis in the proximal femur due to wear of the polyethylene insert after implantation of an uncemented right hip prosthesis (transgluteal) in 2003. Indication: see diagnosis. The opposite side has been successfully restored with a hip prosthesis, thus allowing full loading. Although the implants are correctly aligned, there is very pronounced wear of the polyethylene insert, which seems somewhat too pronounced for a standard polyethylene. According to the preoperative assessments the stem is loose. Technical procedure: a hemi-circumferential femur osteotomy is performed and the trochanter major fragment is mobilized anteriorly. Approximately distal to the processus innominatum, the fragment fractures, at the level of a very pronounced osteolysis. The stem is exposed and is clearly loosened. The osteolysis in the trochanteric region is curetted. Anterior capsulectomy is made. The joint is obliterated by a very thick capsule, respectively synovitis. Samples for microbiological and histopathological examination are taken from different sites. The prosthesis is dislocated posteriorly. A fracture sound occurs, however no fracture can be identified. The stem can be removed without problems. The insert is removed with a chisel. Anterosuperior, the articulation surface is worn out and polished. Posteroinferior, the polyethylene is yellow discolored and discreetly roughened. Delaminations are visible at the edge of the spherical calotte. There are no pathological deposits between cup and insert. After rinsing a new durasul alpha insert jj/36 is inserted. Further the revision report shows the step to prepare the hip joint and implant a new stem and head. Product evaluation: - visual examination: in the as-received condition the ceramic head and the sl-plus stem were still mounted. For easier handling and permitting also investigation of the taper and anchoring surfaces, respectively, the parts were disassembled before the examination. Revision damage in the form of scratches and cuts can be seen mostly on the articulation side of the pe insert. The articulation surface of the pe insert is worn to an oval. The worn area is visible with the unaided eye on approximately two thirds of the entire articulation surface of the insert. The start of the visible worn area can be recognized due to a borderline across the articulation surface exhibiting a difference in height of the polyethylene. The wear is oriented towards the equator region in such a way that the thickness of the rim is slightly diminished there. Next to the borderline, on the worn region of the polyethylene there are several areas with indentations. Machining marks are still recognizable on the equator region opposite to the worn rim. On the anchoring side of the insert, there is a set of indentations from the shell¿s fixation spikes. The contour of the shell¿s screw holes is imprinted on the anchoring side of the insert. On almost the entire anchoring side backside changes can be seen. On the rest of the anchoring surface the machining marks are still visible (corresponding to the region on the articulation side where the machining marks are also visible). The tip of the pole pin is almost completely broken off and is tilted downwards. Some polyethylene fraying can be seen at the base of the pin. The sl-plus stem shows bone attachments on the distal half region of the anchoring surface. Damage in the form of scratches, most probably due to the removal of the stem, is visible on the anterior side of the stem¿s neck and on the proximal half region on the anchoring surface. The ceramic head was inspected, however nothing was observed that could have had an influence on the reported event and therefore is not further described. - wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. As the exact implantation date is not known the calculation of the annual wear rate was made considering a time in vivo of 16 years. The wear map of the insert shows a wear zone close to the bevel. The total, linear wear value is 2.066 mm, which results in an annual wear rate of 0.13 mm. Due to the measuring method it is not possible to measure the entire articulation surface of the insert. The measurement only covers the surface from the center of the component up to 80°. Thus, due to the position of the wear zone it could not be measured entirely. Therefore, the wear value indicated above does not reflect the complete amount of wear. Several peer-reviewed studies on in vivo behavior of conventional polyethylene cups combined with 28 mm ceramic heads were performed [1-4]. The reported average wear rate for polyethylene was between 0.08 mm/year and 0.16 mm/year [1-4]. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was not approved by zimmer biomet. The fitmore shell and the pe insert were combined with a head and stem manufactured by plus endoprothetik ag. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: according to the received information the patient had a hip prosthesis implanted in the right hip in 2003. During this surgery a fitmore shell and a pe insert were combined with a head and stem manufactured by plus endoprothetik ag. This combination of products from different manufactures is considered off-label use. In the course of the last years, bilateral hip pain developed and was attributed to coxarthrosis on the left side and periprosthetic osteolysis on the right side due to wear of the polyethylene insert. The insert, head and stem of the right hip prosthesis were revised after approximately 16-17 years in vivo. A probable aseptic loosening of the stem with osteolysis in the proximal femur due to wear of the polyethylene insert was assumed pre-revision. The x-rays taken before revision show that the head is not centered in the cup. This can be attributed to the wear observed on the articulation surface of the pe insert. The wear measurement revealed an approximate linear wear rate of 0.13 mm/year. This value is within the reported average wear rate for polyethylene cups combined with 28 mm ceramic heads [1-4]. Osteolytic bone changes were recognized in the femur on the x-rays taken approximately 5 months before revision. In agreement on the stem at hand there are only bone attachments visible in the distal half of the anchoring region. As the x-ray follow-up from immediately after implantation and throughout the time in vivo is not at hand it stays unknown when these osteolytic bone changes started to develop. Histologically, wear microparticles were found in the osteolysis material collected from the femur and were assessed as matching with polyethylene wear. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the retrieval investigation and the received clinical information the wear of the pe insert could possibly be a reason for the osteolysis in the femur. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. References: [1] krieg ah, speth bm, ochsner pe, backside volumetric change in the polyethylene of uncemented acetabular components, j bone joint surg [br] 2009;91-b:1037-43. [2] tanaka k, tumura j, kawanabe k, shimizu m, nakamura t, effect of alumina femoral heads on polyethylene wear in cemented total hip arthroplasty, j bone joint surg [br] 2003;85-b:655-60. [3] livermore j, ilstrup d, morrey b, effect of femoral head size on wear of the polyethylene acetabular component, j bone joint surg 1990; 72-a:518-28. [4] sugano n, nishii t, nakata k, masuhara k, takaoka k, polyethylene sokets and alumina ceramic heads in cemented total hip arthroplasty, j bone joint surg (br) 1995;77-b:548-56.

Manufacturer narrative:
Concomitant medical products: fitmore shl w scr cones 54/jj; catalog no#: 01.00024.554; lot#: 2165839. Sl-plus® stem lateral; catalog no#: 11535-a; lot#: 0306.13.2800. Ceramic/ceramic-bearing ceramic ball head; catalog no#: 16152-a; lot#: 0305.15.2937. Concomitant medical products - therapy date: (B)(6) 2020. The manufacturer did receive x-rays, operative reports, pns and per for review. The manufacturer did receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, wear and osteolysis.